Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The lead was explanted. A left bundle branch (lbb) lead was attempted to be implanted. However, it was unsuccessful. No additional adverse patient effects were reported. Additional information received indicates that the patient also exhibited stimulation shortly after its implant. The lead was disposed by the hospital and will not be returned to the hospital.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc). The lead was explanted. A left bundle branch (lbb) lead was attempted to be implanted. However, it was unsuccessful. No additional adverse patient effects were reported.